Event description:
It was reported that after conducting a noninvasive electrophysiologic programmed stimulation for afib it resulted in an accelerated vt with a need for therapy. Review of the shocking strips showed high hv lead impedance when a 25j shock was delivered. After external defibrillation, normal lead impedance was noted. Another review of the lead showed high lead impedance. Lead damage suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Only the distal portion of lead was returned. Analysis found external insulation abrasion at 14.2cm-14.3cm from the distal tip. This abrasion is consistent with that produced by friction with another device.